Event description:
The customer reported the smartsite becoming "stuck" to their syringe and then breaking apart upon disconnect. The hospital's current practice in the nicu is to completely scrub the entire smartsite with the prevantics swab pad (containing chg) for 30 seconds. They clean the entire hub (not just the top) because the tip of their syringe covers more than just the top of the connector. The customer stated that no additional event or patient information was provided by the user.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.